Event description:
Reporting status: serious injury. Reporting rationale: thrombosis. Device issue: no device malfunction has been reported. It was reported that the promus stent was implanted in the left anterior descending (lad). The pt came back two days later with sub acute thrombosis. The pt was on plavix. The pt's condition is unk. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Thrombosis, as listed in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. As there was no reported device malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality problem. In this case, a conclusive root cause for the reported pt issue of thrombosis and the relationship to the device, if any, cannot be determined.